Event description:
Patient presented to the physician with fluid oozing at the chest incision site. Physician suspected a stitch abscess and prescribed antibiotics. Physician brought the patient into the operating room the next day, flushed the ipg pocket with an antibiotic solution, placed them on IV antibiotics, and closed. Patient presented back to the physician with improvements.